Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that this morning customer had power error detected on insulin pump. The customer¿s blood glucose level was 140.4 mg/dl. The customer stated that she power error detected" alarms and that the delivery of insulin was being suspended. Troubleshoot was performed for power error detected and advised that power error may recur based on software version and as result a replacement pump was offered after troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to connector resistance issue.